Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced a defective left (live) monitor. The generator was also re-calibrated along with the filament, and performance testing of all specifications performed. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had poor image quality during cine acquisitions. Poor left monitor display.